Manufacturer narrative:
Device evaluation: one device was received without its original packaging. During leak testing the sample was still fully inflated after testing (no leak detected). It is unknown why the second tracheostomy tube was evaluated by customer to be defective because no leak was found. The complaint was not confirmed. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. No actions taken at this time.

Event description:
It was reported that the cuff failed within approximately 2 weeks of using the trach tube. Tube was changed. No injury reported. No additional information is available.